Event description:
The customer reported that the thumbnail image does not match the recalled image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer was instructed on a software workaround for the reported issue.